Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the patient complained of pain at the grounding pad site on the right leg following the procedure. The patient had trauma to the leg prior to the procedure. Three days following surgery, the doctor noticed a 3rd degree burn on the patient's leg.

Manufacturer narrative:
(B)(4). The concomitant forcetriad generator was returned to covidien (B)(4) service center for evaluation. The generator was found to function normally and within specifications. No conditions were identified that would have caused or contributed to the customer's report.